Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information of patient alleging nausea/vomiting and cancer while using the device. There was no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR reference number 2518422-2022-01312.